Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that no additional treatment was given as the fragment was not considered to have been left inside the patient anatomy. The patient's condition was good after the procedure. The shaft of the returned catheter tortuously deformed due to manipulation, while the distal portion of the tip was found fractured. By magnified observation of the fractured portion of the tip, a trace of twist damage from the accumulated torsional force was found. Near the proximal fractured portion, there were spiral scratches that could be made when the device was in contact with the calcium. The tip fragment of the catheter was not returned. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that the subject device was twisted while its distal tip was trapped by the calcium. As a result, torsional force was accumulated on the distal tip and the subject device eventually fractured. There was no indication of product deficiency. As the separated tip of the subject catheter was not returned, it was concluded that a possibility could not be denied that the fragment was left inside the patient anatomy. The instruction for use states: - [warnings] do not use this microcatheter in advanced calcified lesions; - [precautions for use] if any resistance or something abnormal is felt when removing the guide wire from this microcatheter or when re-inserting the guide wire into this microcatheter, discontinue the operation and remove the guide wire and this microcatheter as one unit. (This microcatheter may be bent or twisted. Continuing the operation may cause damage to or break apart of this microcatheter.); and, - [malfunctions and adverse effects] separation.

Event description:
During a ppi to treat a heavily calcified cto lesion in the right sfa to bk area, an attempt was made to cross the lesion with a guide wire under the subject catheter support but failed. The guide wire was replaced and the second attempt was made to cross, when the guide wire and the subject catheter got stuck. The guide wire and the subject catheter were replaced to continue the ppi, to successfully revascularize and complete the procedure. When the returned device was examined, the distal tip was found fractured.